Event description:
The following was reported to davol by the pt's attorney: (B)(6) 2005 - the pt was implanted with a bard flat mesh during a pelvic procedure. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's attorney did not allege a specific device failure and medical records have not been provided. We have contacted the initial reporter to request additional info and if available, to request return of the device for eval. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. This MDR includes all pt, event and device info davol has received to date. If additional event and/or eval info is obtained, a f/u MDR will be submitted.

Manufacturer narrative:
Addendum to the original report. This supplemental emdr is being sent due to additional information provided. Based on the medical records provided the patient underwent additional surgical procedures post implant of the bard flat mesh. While the medical records indicate the patient underwent additional medical treatment, there was no mention of any visualization or involvement of the previously implant bard flat mesh. With the current information provided, it is unclear if the bard mesh may have caused or contributed to the problems experienced post implant due to the patient's medical history of additional medical treatment post implant of the mesh. At this time no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: on (B)(6) 2004 - the patient underwent a total abdominal hysterectomy, primary anterior repair and bilateral salpingo-oophorectomy. On (B)(6) 2005 - the patient was diagnosed vaginal vault prolapse and stress incontinence. The patient underwent an abdominal sacrocolpopexy with implant of a bard/davol flat mesh and a primary bladder neck suspension. Per operative details "a prolene mesh, measuring 3 x 6 inches was then obtained. This was folded in half and sutured closed with ethibond sutures. The end was then fish mouth and opened. This was then sewn to the vaginal cuff with 5 sutures anchoring the posterior flap and 5 sutures anchoring the anterior flap. The mesh was then measured to length and cut to the appropriate length. This was laid down in the retroperitoneal space. The upper end was sutured to the sacral promontory with ethibond sutures." Furthermore the details note that the retroperitoneal flaps and vaginal flaps were insufficient to completely cover the mesh, therefore, additional fat from the suprapubic area, as well as some of the pelvic sidewall, was used to exclude the bowel contents from the mesh. On (B)(6) 2005 - the patient was diagnosed with urinary retention and underwent lysis of adhesions in the retropubic space and closure of an incidental bladder cystotomy. There was no mention of any visualization or involvement of the bard mesh. On (B)(6) 2012 - the patient was diagnosed with a rectocele and enterocele. The patient underwent a laparoscopy, lysis of adhesions and a primary posterior colporrhaphy. There was no mention of any visualization or involvement of the bard mesh. On (B)(6) 2012 - the patient was diagnosed with a cystocele and incontinence. The patient underwent da vinci lysis of adhesions, primary paravaginal repair, anterior colporrhaphy and cystoscopy. There was no mention of any visualization or involvement of the bard mesh.

Manufacturer narrative:
Correction to the previous information reported. This supplemental emdr is being sent to show the date received by manufacturer which was not previously reported. The correct date of awareness for this supplemental emdr being sent to address section is 07/24/2017. No additional information provided.